Event description:
It was reported this drainage catheter was placed for a renal cyst aspiration and sclerosing procedure. Post placement, alcohol was injected into this catheter. It was noted upon withdrawal of the catheter that the distal tip had detached and remained in the patient. Successful percutaneous retrieval utilizing a hemostat followed. The procedure was successfully completed with this unit. The patient's condition is good. This device has not been received for evaluation. Therefore, a failure analysis is not available. A lot search has been performed and revealed no other complaints to date for this lot number. The company's follow up revealed alcohol was injected into this catheter. This device is a drainage catheter and the company's directions for use outline appropriate usage of this device. The company believes the non-indicated use of this device may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses and mediastinal collections...caution: do not allow alcohol to come in contact with the catheter. Exposing the catheter to alcohol may damage the coating and the catheter.